Event description:
Patient reported concern because they were not able to bring down their elevated blood glucose (in the 300-500's[mg/dl]. Patient also reported that when they attempted to bolus 20 units of insulin (while disconnected) no insulin exited the infusion set tubing. Patient then cut the infusion set tubing, and insulin began to drip. Device did not generate an occlusion error during this time. Patient reported that high blood glucose was a result of their not getting insulin. Patient self-treated high blood glucose by delivering insulin boluses.